Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device but it is unknown if this has occurred as of the date of this report, november 11, 2011.

Manufacturer narrative:
Per patient's clinic, the patient has expired, cause of death is unknown. No explant will occur. This report is filed december 2, 2011. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.